Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient had a gynecological procedure and vaginal mesh was placed to repair a cystocele and proctocele per anum in (B)(6) 2009. After the procedure, the patient complained about urination disorder since about (B)(6) 2010. The patient underwent self-catheterization at (B)(6) hospital with no improvement. On (B)(6) 2011, the patient returned to the hospital and mesh was found near the bladder neck by transvaginal echo, and the palisaded mesh was found on palpation where it was placed. Currently, the patient has urinary disorder and the surgeon opines that the mesh has physically induced urinary retention. Additional information has been requested.